Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was elevated on the transplant list secondary to a device or therapy related issue. The patient received implantable cardioverter defibrillator (ICD) shocks for ventricular fibrillation (vfib). The device operated as expected. No products would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transplanted. It was confirmed by the site that this patient was transplanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The only symptom the patient the patient had of arrhythmia was feeling ICD shock. The arrhythmia did not result in clinical compromise. The patient had sinus arrest history pre-lvad implant but had no ventricular tachycardia (vt) or ventricular fibrillation (vf) prior to implant. This was not thought to be device or therapy related. The ICD was implanted prior to the lvad and was not an abbott device.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively determined through this investigation. It was reported that heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d is currently available. Section 1 of this document lists adverse events, including cardiac arrythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.